Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of high discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek meter and an unspecified laboratory method. The customer tested on the meter with a result of 3.6 inr. The result on the clinic's coaguchek meter within 7 hours was 2.7 inr. On (B)(6) 2018 the customer tested on the meter with a result of 3.8 inr. The result on the clinic's coaguchek meter within 7 hours was 2.9 inr. The customer used a different finger for each test between his meter and the clinic's meter. The results from the clinic meter were believed to be correct. The customer also mentioned a result from the meter of 3.9 inr and a result from the laboratory of 2.9 inr. It is not clear when this occurred. The customer's medication was adjusted based on the clinic meter or the laboratory results. The customer's therapeutic range is 2.5 - 3.5 inr. No medical treatment was necessary. No adverse event occurred. The customer is in "normal" condition. The customer has no hct issues. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have lupus or anti-phospholipid antibodies. The customer has had some bruising, however, no medical treatment was required. The customer is not experiencing any bleeding. The customer has had no diet changes, is not taking any new medication and has not had any recent health changes. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.